Manufacturer narrative:
Blade seized/stopped - conclusion: the product upon which the medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the handpiece stopped working. A new handpiece was used to successfully complete the procedure with no adverse pt consequences.